Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running by itself was confirmed. Based on the investigation details, the likely cause was problems with the rotor and corroded motor, which were each replaced along with other components. Service did a clean, lube, and adjust to the deice, and it was repaired and returned to the customer.

Event description:
It was reported that the handpiece continued to run on its own during a surgical procedure. There was no pt or user injury, and the case was completed successfully with another device.